Event description:
The account alleges that when the pt position mode alarm is activated, and a pt gets out of bed, the alarm does not immediately sound. It will take 10 seconds or longer before the alarm will sound.

Manufacturer narrative:
The technician replaced the tape switches, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.